Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please, confirm it was the top jaw that broke off of the device. If the bottom jaw broke off, what part broke off? Was the electrode broken off of the device? Was the ceramic broken off of the device? Was the electrode and ceramic separated? Did the broken jaw fall into the patient? Was the broken jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken jaw being returned with the device? Or, was the broken jaw tip discarded?

Event description:
It was reported that during a hysterectomy procedure, the bottom jaw broke off of the device. The case completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92u7f. The device was returned with the upper jaw detached returned and the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.